Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic gynecological surgery - "air leak". Patient status - "fine".

Manufacturer narrative:
Additional information received. Investigation summary: the event unit was returned for evaluation. Engineering performed seal leak testing and verified that the seal function as intended. The distance between the latch tabs, which attach the seal to the cannula, was measured and was found to be out of specification. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of the air leakage is possibly due to the seal dislodging from the cannula. Although the root cause could not be confirmed, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from distributor on april 25, 2016: the air leak was "rapid" and there was no loss of visualization.